Event description:
It was reported that the patient presented in clinic follow up, with multiple hv therapies and atp. A capacitor charge time limit reached alert was observed via real-time egm. Review of egms also revealed therapy was delivered appropriately for vf. No intervention was taken.